Event description:
The coil could not be moved forward at the hub of the microcatheter, and was returned for analysis severely damaged. The device was removed from the microcatheter and other coils could be advanced through the microcatheter. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located 78cm from the distal tip of the green introducer, the soft braid section of the device positioning unit (dpu) had protruded outside the sheath. Located 8cm off the proximal end of the sheath was severe mechanical sheath damage resulting in an opened slit. The proximal end of the coil has been severely damaged in multiple locations. The coil was returned severely damaged at the proximal section. Multiple contributing factors were found that each by themselves could have caused the resistance at the hub section of the microcatheter. The first factor is the protrusion of the device positioning unit (dpu) and the soft braid section outside the sheath. In this condition, coil advancement would have face significant resistance. It cannot be determined when and how the mechanical sheath damage occurred that allowed dpu herniation outside the sheath. The second factor is the severely damaged coil which also would have produced significant resistance. However; it cannot be determined if this damage was the cause or the result of distal interference from the microcatheter. The third contributing factor may have been distal interference inside the microcatheter. The source of this interference cannot be determined. A fourth factor may have been the large deposits of contrast-like material found on the coil. However; it cannot be determined to what extent; if any that this material contributed to the coil¿s resistance. The fifth factor was the sheath becoming embedded and fracturing the v notch of the resheathing tool. In this condition significant resistance will occur during coil advancement. However; the circumstances of how and when this damage occurred cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. For optimum product performance during desheathing; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 in (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3.; concerning the potential of a buildup of contrast; blood; and protein mixture; the IFU recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained.¿ since there was no evidence of a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.